Manufacturer narrative:
The pst found that the hard drive was defective causing the error message to be displayed. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The product surveillance technician (pst) reported that during routine testing of the device at the service center, the central control monitor (ccm) displayed a "no valid commercial license found" error message. There was no patient involvement.